Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a low blood glucose level of 37 mg/dl. The customer reported sensor glucose levels are lower than blood glucose levels on multiple sensors. The customer reported the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose level was 139 mg/dl and the sensor glucose level was 63 mg/dl at the time of the incident. The customer did troubleshoot the issue. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one random opened/used sensor and performed continuity resistance test sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor, the sensor functioned properly. Cannot performed bbs test as the sensor is beyond its expiration date.